Event description:
It was reported the pt felt sudden overstimulation which resulted in pain and motor action. Attempts to discontinue stimulation utilizing the programmer were unsuccessful, and the pt's ipg was turned off with the magnet. Surgical intervention was undertaken to replace the pt's ipg thereby resolving the reported issues.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - the complaints for no communication and no stimulation were confirmed. As received, the ipg was non functional. The ipg can was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. Review of the DHR found a nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.